Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to noise oversensing. As a result, vector was disabled. Technical services (ts) suspected possible electromagnetic interference (emi) interference. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to noise oversensing. As a result, vector was disabled. Technical services (ts) suspected possible electromagnetic interference (emi) interference, but it was not conclusive. It was also discussed that the right ventricular (rv) lead had been implanted for 15 years. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.